Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient their husband went to hug them and put their full weight on their right side above the stimulator and the patient felt a burning sensation. Patient said it was like a 10 out of 10 pain like they were being electrocuted. Patient turned stim off last night and the pain didn't stop . Patient has lost 160 pounds and is skin and bone. Patient can't wear their support hose up to their waist because it hurts the ins. Patient has a heart condition that requires them to wear support hose up to their waist. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent received call from patient in regards to the same issue previously reported. Caller stated that they have two user ids and are not sure which one is needed. Agent warm transferred the caller to mobility for further assistance. Caller mentioned that they were having a MRI and a hip replacement surgery, agent reviewed guidelines for procedure.